Event description:
It was reported the patient's occipital lead (off-label) is providing uncomfortable stimulation along with burning and stinging sensation. The sjm representative was unable to resolve the issue with reprogramming. The patient is to consult with the physician regarding surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.